Event description:
This report is a duplicate report of MFR. Report # 1644487-2015-03676. Further investigation will be reported in that report.

Manufacturer narrative:
New information identified the patient's identity which found that this event had previously been reported in MFR. Report #1644487-2015-03676.

Event description:
It was reported that the vns patient underwent surgery to explant the device due to infection at the generator site. The patient had been picking at the generator site and caused device extrusion. Attempts for additional relevant information have been unsuccessful to date.